Event description:
It was reported that the patient with this pacemaker experienced shortness of breath (sob), pounding of the head and pulsation of the throat. In addition, the patient stated that this device needs a battery replacement. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information received which indicated that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker experienced shortness of breath (sob), pounding of the head and pulsation of the throat. In addition, the patient stated that this device needs a battery replacement. As of this time, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that the patient with this pacemaker experienced shortness of breath (sob), pounding of the head and pulsation of the throat. In addition, the patient stated that this device needs a battery replacement. As of this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information received which indicated that this pacemaker was explanted due to normal battery depletion, replaced and will not be returned. No adverse patient effects were reported.